Event description:
Low o2 when running 3 liters or below. Unit is running ok on the higher settings. This was sent in for repair once and the service tech stated nothing was wrong with it. Out of the box the yellow light is on and the purity is low.